Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (b)(5) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2011 (time unspecified) she obtained blood glucose results of "49, 236, and 103mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr's documentation, the patient manages his diabetes with insulin (via insulin pump) and in response to the reported meter issue, the patient claimed he consumed more food/drink (time not specified). As a result of the alleged issue, the patient claimed he developed a leg cramp at an unknown time later (on (B)(6) 2011). The patient denied receiving any medical intervention/treatment after the reported meter issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of a leg cramp does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue.